Manufacturer narrative:
H6: investigation summary the customer reported air leakage at the y-port, and returned one unopened sample. The sample was primed with water, but no leaks were found. The set was capped, pressurized with syringe, and still no leak of water or air was found. The complaint could not be verified. Without an observed failure, the root cause is unknown. Device history record review for model 24601-b007t lot number 22105077 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that during use with 2 bd alaris pump module smartsite texium leakage occurred at y-site where IV tubing is attached. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing air leakage at lowest y-site (closest to patient) when additional IV tubing attached. Tubing replaced twice and air leakage occurred at the same location each time.

Event description:
It was reported that during use with 2 bd alaris pump module smartsite texium leakage occurred at y-site where IV tubing is attached. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing air leakage at lowest y-site (closest to patient) when additional IV tubing attached. Tubing replaced twice and air leakage occurred at the same location each time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.